Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue could not be determined without returned product investigation and sufficient clinical details, including data logs.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 72 year old male patient who had been admitted in for a coronary artery bypass graft surgery (CABG) and suffered from post cardiotomy cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The other underlying medical history was not shared. On day 3 of the support the patient had signs of hemolysis and thrombocytopenia. The platelet count had dropped. The team gave the patient blood and ffp plasma and converted the patient from heparin to bivalirudin. There was an increase in chest tube output. The hitt panel was drawn but to date, the results were found to be negative for hitt. On day 4 the pump was weaned and explanted. The patient survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
The device is not available to return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.